Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 413 mg/dl. The customer treated with bolus delivery. Customer's blood glucose value was 413 mg/dl at the time of the call. Customer did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. Customer declined to check site or insulin issues, and settings. Customer continued to bolus and blood glucose began to lower. Customer's blood glucose lowered to 278 mg/dl and customer declined further troubleshooting.